Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's surgical wound potentially became infected due to wearing the lifevest. It was reported that the patient's garment was rubbing on the wound. The wound needed to be surgically drained and a wound vac was used on the area. The patient was also instructed to end use of the lifevest. Follow-up indicated that the wound was improving with the use of treatment and bandaging from the physician.